Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot: (B)(6), a2: patient age/dob is not available. H6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Multiple device codes were applied. Below clarifies what each is associated with. A0908 - inaccuracy a0512 - arm lost position. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was inaccuracy during a case. The site inserted the first screw in l4 and and second screw in l5. However, while the arm was in the l5 position, the system said that the arm had lost it's position and that it was not in trajectory. The site resent the arm to l5, but the system still said that the arm was not on trajectory. The manufacturer representative said that registration was fine and that it was green on all levels. The site brought in a c-arm to take a fluoro shot, and that is when they found that both l4 and l5 screws were too lateral when compared to the original plan. A hard reboot was performed. The system booted up again, the site entered the codes, and performed another registration, and the system seemed to be okay moving forward with the case. There was no patient harm and the procedure was delayed less than one hour. Additional information received from a manufacturer representative reported that the deviation was greater than 3.5 mm.

Manufacturer narrative:
H2) additional information in sections a2, b5, and e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the deviation was less than 10 mm.